Event description:
It was reported that customer had low blood glucose. Blood glucose at the time of event was 40 mg/dl. Current blood glucose was 123 mg/dl. Treated with food for low blood glucose. Customer was ok for troubleshoot. Customer had been using the insulin pump system within 48 hours of reported low blood glucose event. The customer alleged insulin pump was over delivering because low blood glucose events happened since insulin pump was worn during x-rays. Performed displacement test and it passed no further patient complications were reported. Customer stated that the auto mode feature was automatically delivering insulin at the time of low blood glucose event. Troubleshooting was performed and the customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for alleged over delivery anomaly and low bg's found on 28-feb-2022. Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test, and self test. Test p-cap and reservoir locked properly into reservoir compartment during testing. No over delivery anomalies noted during testing. Unit successfully downloaded to thus and carelink. Confirmed 28 units of normal bolus were delivered on 02/28/2022 between 00:10:16.000 and 23:05:13.000. Unable to confirm low bg's. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay and label damage(serial number label stained). The motor was tested outside of the device on the ngp stb3 and passed. In summary, customer allegation for over delivery was not confirmed. Unable to confirm low bg's. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.